Event description:
It was reported that pump screen was dark and would not turn on, and that power button remained extremely difficult to press and often required multiple presses before screen activated. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, followed button-pressing instructions, and was able to turn on pump, and technical support arranged in-warranty replacement pump, confirmed shipping address, and instructed customer to store and return problematic pump, reenter pump settings, reconnect continuous glucose monitor, select appropriate setup option on replacement device, and use multiple daily injections as backup insulin therapy.